Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing in which there was one untreated and one treated episode. The patient only received inappropriate shock. Additionally, it was noted that both episodes had variable r wave amplitudes. The device is programmed to secondary 1x gain. Technical services discussed programming and troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.